Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 20 atms (rated burst pressure) on the initial inflation. The pt was asymptomatic during this event, but a slight dissection of the vessel occurred. The lesion being pre dilated with the quantum maverick monorail balloon was a calcified and 90% stenotic lesion in the proximal rca. The quantum maverick monorail balloon catheter wa removed and replaced with another quantum maverick monorail balloon catheter to successfully complete the stent placement as previously planned. Pt status is reported as 'good'.